Event description:
Symptoms/ae: claudication, clip attached to back wall of vessel. Time of symptoms/ae: after vessel closure. It was reported that a technician in-training in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, at an unspecified time later, the patient developed symptoms of claudication in the affected leg. An angiogram was performed at the arteriotomy revealing a 75% occlusion. The patient was brought to surgery and it was noted that the clip had captured the back of the artery wall. The device clip was ultimately removed and the arteriotomy surgically repaired. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.